Event description:
Patient required an IV placement for a procedure to be done in the emergency department, upon placing the IV in the right antecubital fossa (ac), it had unusual bleeding around the insertion site, and I was also able to visualize the needle outside of the catheter. Due to this, I removed the IV from the patients arm and applied pressure to the site. While holding pressure, I visualized a bent and broken catheter that confirmed to me the IV catheter was sheared by the needle. The patient's mother stated to me that this has been a frequent issue and to keep the catheter and package.